Event description:
It was reported there were high impedances on some of the bipolar pairs. Impedance over 4000 ohms was measured on contact 0. It was not known if the patient had any problems with therapy. There were no interventions planned or taken, but the patient did not use the implantable neurostimulator any longer as of the date of this report.

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3998, lot# j0357388v, implanted: (B)(6) 2004, product type: lead. (B)(4).